Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report a hospitalization due to high blood glucose levels. The customer's blood glucose level was 1200 mg/dl. The customer reported that he went into a coma, had a heart attack, and it took doctors 15 minutes to revive him. The customer was wearing the device at the time of admission. The customer stated that the insulin pump was not working properly. No further details were provided.